Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by stomachache. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. One day after the event onset, the patient was treated with fortum injection (1.5g, per day, route and duration were not reported, ongoing) and vancomycin injection (1 gm, every 3rd day, route and duration were not reported, ongoing) for peritonitis. At the time of this report, the patient was recovering and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information to b5 and b6. B5: upon follow up, it was reported that nineteen days after the event onset, the antibiotic treatment was discontinued. At the time of this report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.